Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in italy who received unknown baclofen 667 mcg/ml at 4.20 mcg/day and morphine 26,6 mg/ml at an 4,20 mg/day via an implantable pump. The pump logs provided indicated that on (B)(6) 2017 at 22:21 the low reservoir alarm (code 0a) occurred and on (B)(6) 2017 at 22:21 the empty reservoir alarm (code 06) occurred. Patient symptoms were not reported at this time. The implant date of (B)(6) 2012 was being clarified. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative stated the implant date was not available, and to only consider 2012 as the year of implant. However, the implant date was updated to be 2013-apr-01. The patient did not experience any symptoms related to the empty reservoir. It was unknown why the pump was not filled prior to the empty reservoir alarm occurring. The information regarding whether the pump was actually empty was not available. No troubleshooting or diagnostics occurred. The pump was successfully refilled and the event resolved.